Event description:
The risk manager reported, while implanting the femoral nail and locking, 2 drills fractured. The surgeon managed to extract all the fragments. The procedure was completed and there were no adverse consequences for the pt.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.